Manufacturer narrative:
Unit received with cracked/broken off end cap. Unable to perform operating currents, self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests or verify prime/fill anomaly due to cracked and broken off end cap. Unit had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 568mg/dl and cannot get past the fill tubing screen. Customer treated with insulin. Troubleshooting found that the display screen did not come back on after trying to troubleshoot the issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer was advised on proper insertion technique and to return the infusion set for analysis. Customer declined to troubleshoot for the high blood glucose.